Event description:
It was reported that during a laparoscopic appendectomy, the surgeon states the trocar nicked the external iliac artery and contends that the blade did not retract. Surgeon converted to open and finished the case.